Event description:
A healthcare professional (hcp) reported that at the beginning of a root canal case, when the hcp was moving the microscope towards the patient, the opmi head fell off of the stand. The hcp was supporting the opmi head with both hands, when the incident occurred, and that it was off to the side of the patient. The hcp was able to mount the opmi head back onto the stand, and completed the procedure successfully with minor delay. There was no injury reported to the patient, or the doctor.